Event description:
It was reported that the tandem mobi cartridge alarm was triggered. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was instructed by technical support to place the pump into storage mode before returning it to tandem and was given a replacement pump. The customer agreed to return the pump using a provided ups return box and label, ensuring insulin delivery continuity through multiple daily injections (mdi) while awaiting the replacement.